Event description:
It is reported that an integrity stent was implanted approximately two weeks after its expiration date. No patient complications reported.

Manufacturer narrative:
Results: failure to follow instructions (device used beyond ubd -recommended in IFU that the shelf life be verified prior to use); shelf life exceeded; no results available since no evaluation performed (device or procedural images not returned for evaluation). Conclusions: no device failure; user error contributed to event (device used beyond ubd -recommended in IFU that the shelf life be verified prior to use); failure to follow instructions (device used beyond ubd -recommended in IFU that the shelf life be verified prior to use). (B)(4).